Manufacturer narrative:
The reported oad and guide wire were received for analysis. The oad was fractured at the proximal edge of the crown, and the crown was chipped. Scanning electron microscopy (sem) analysis identified fatigue striations at the site of the driveshaft fracture. It is hypothesized that this driveshaft underwent excessive flexing near the crown due to spinning in excessive tortuosity or resistance that pushed the driveshaft into a tight bend shape; however, the exact root cause of was unable to be determined. No damage was observed on the guide wire, and the oad spun on all speeds and functioned as intended when tested. The coronary oas instructions for use states, "never force the crown if any resistance is felt within the vessel as vessel perforation may occur. If resistance is felt, retract the crown, while monitoring the cause of the resistance, and immediately stop treatment. Use fluoroscopy to analyze the situation and to monitor the cause of the resistance." At the conclusion of the device analysis, the reported event was confirmed. Csi ID#: (B)(4).

Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. Csi ID# (B)(4).

Event description:
A diamondback coronary orbital atherectomy device (oad) was selected for treatment of a 95% stenosed, heavily calcified lesion in the circumflex artery. The vessel had a diameter of 3.0mm. On the fourth treatment on low speed, the driveshaft was observed to be fractured proximal to the crown on imaging. The oad and guide wire were retrieved, and the fragment remained on the guide wire. The lesion was re-wired, and the procedure was completed with stent placement with no patient complications reported.